Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported a procedure was aborted around 98% and they did not finish the case. The eye tracker kept losing track of the eye and the doctor kept having to restart the laser. The doctor felt the treatment was completed and the system said it was but the bar was yellow and not green.

Manufacturer narrative:
Logfile review shows that the reported treatment was aborted and eyetracker problem could be identified. However, the root cause for the reported problem cannot be determined by reviewing the logfiles. At the visit onsite, the fse (field service engineer) examined the system and stated that the alignment of the tracker mirror appears to have drifted or moved. Fse conducted tracker mirror alignment procedure and performed successfully a system verification according to company specifications. The root cause could not be determined conclusively. However, misalignment of the tracker mirror is the most probable root cause. The manufacturer internal reference number is: (B)(4).